Event description:
A report was received from the USA that the user facility reported a breath delivery central processing failure. There was no patient involvement. The date of the event was not provided.

Manufacturer narrative:
The customer support engineer (cse) installed the breath delivery unit (bdu) central processing unit (cpu) and flashed the software. During testing of the device an extended self-testing (est) error message occurred for "safety valve occluded". The safety valve assembly was replaced and the device was retested. The device passed all calibrations and full performance verification testing according to manufacturing specifications and passed all testes. Covidien reference: (B)(4).